Manufacturer narrative:
The customer contact indicated the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of device breakage; subsequently, leaks were noted. On unspecified dates, the primary tubing sets were being used to deliver unspecified medications, at an unspecified rate. After unspecified lengths of time, it was reported that the male adapter of secondary tubing sets were connected to the clave secondary port on the cassette of the tubing sets for piggyback deliveries of unspecified solutions. After unspecified lengths of time after the piggyback deliveries were started, the customer contact reported that the semi-rigid adapter of the clave secondary port on the cassette of the tubing sets broke off and unspecified volumes of solution leaked. No specific details were provided. The customer contact indicated that the semi-rigid adapters were flimsy and bent easily. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no additional information was provided.